Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris infusion pump shut off while critical medications infusing and was plugged into wall power. Patient's blood pressure and map dropped within seconds of pump stopping. Was able to restart, but then the event occurred again at 1000 on april 18th, so the pump was switched out."

Manufacturer narrative:
Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris infusion pump shut off while critical medications infusing and was plugged into wall power. Patient's blood pressure and map dropped within seconds of pump stopping. Was able to restart, but then the event occurred again at 1000 on april 18th, so the pump was switched out."